Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens. The surgeon had partially inserted the lens into the pt's eye when the surgeon noticed the lens had torn. The lens was inserted and was removed with no pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to loading error by tech.